Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot that does appear to contribute to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported leak and inflation issue appear to be related to a potential product quality issue for hub leaks. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery. A 5.0 x 200 mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance. On the initial inflation of the balloon of the pta balloon catheter to an unknown pressure, the balloon only partially inflated and contrast / staining was noted to leak out between the shaft and hub. The pta balloon catheter was simply removed and replaced with a new unspecified armada pta balloon catheter to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.